Event description:
It was reported that the device could not be interrogated and there was no pacing response with a magnet. Additionally, the patient's family reported that the battery had 10 months left after interrogation in (B)(6) 2010. The device was removed and replaced. It was further reported there was loss of telemetry. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4). Preliminary testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.